Event description:
It was reported that the patient experienced an artificial urinary sphincter (aus) reimplant surgery due to unspecified reasons. The explanted device was removed previously. During the procedure a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The existing device was removed on the same date as the new device was implanted. There were no device malfunctions associated with the explanted aus. The patient did not experience any further adverse events and no further intervention was required. No more information available at the moment. Should additional information become available, it will be provided.